Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump touchscreen became unresponsive, preventing navigation after unlock, and a nurse attempted a restart from the ilet mobile app without resolution; the device was synced and the patient had backup therapy available. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a software problem associated with an unresponsive touchscreen interface consistent with a key or button not working, implicating the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.